Manufacturer narrative:
Trackwise ID#: (B)(4). Updated sections: b-4, d-9, g-3, g-6, h-2, h-3, h-6, h-11. The device was returned to the factory for evaluation on 08/16/2024. An investigation was conducted on 08/22/2024. A visual inspection was conducted. Signs of clinical use and evidence of blood was observed. There were no visual defects observed on the intact clear silicone insulation. The heater wire was observed to be flexed away from the hot jaw from the base of the hot jaw with detachment at the tip of the hot jaw. No other visual defects were observed. Based on the returned condition of the device as well as the evaluation results, the reported failure "material twisted/ bent wire" was confirmed. The lot # 3000399974 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure.

Event description:
N/a.

Manufacturer narrative:
Tw ID#(B)(4). The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
The hospital reported during an endoscopic vessel harvesting procedure, vasoview hemopro 2 wires within the jaws were sticking out toward the end of the harvest. A new device was opened to complete the procedure. There was no patient harm.